Event description:
In 2005, the lay user/pt contacted lifescan and alleged that her one touch basic enhanced meter (serial number not provided) was not powering on. The medical affairs specialist attempted to call her the next day to obtain further information (there was no answer and no option to leave message on primary phone #: left message with roommate on secondary phone #). A letter will be sent. The pt does not have the subject meter anymore (no information provided regarding what happened to the meter) therefore troubleshooting could not be performed. Reportedly, the last time she was able to test on the meter was about six months earlier. In 2005, the pt reportedly tried testing, but the meter did not power on. She fainted and her roommate called 911 after the pt passed out. The pt's blood glucose was tested on the paramedics' meter with a result of 341 mg/dl. For treatment by a medical professional, it is documented that she was given "mediglip" medication (1 tablet of 2.5 mg). The pt also reported symptoms of "headache, restless legs, everything was blurred and slurred with anxiety." It appears that these symptoms were present two days earlier, which was the last time the pt reportedly was able to test on his meter. He then tested on the prestige meter 2 days later with a result of 95 mg/dl. It is also documented that "several days later", the pt tested on her prestige meter with a reading of 131 or 134 mg/dl. It is unclear if the reported power issue was intermittent or technique related, since it was experienced in 2005 but she reported the last time she tested on the meter was about three weeks earlier. Her diabetes medication regimen is not provided and it would be helpful to know if she had continued to take her medications during the time she was having the power issue with the meter. Following an attempt to test, which did not produce any glucose results, the pt fainted and was treated by the paramedics for high blood glucose. Therefore this complaint is reported as an adverse event. A replacement meter, control, and test strips were sent to the lay user/patient.